Event description:
Surgeon, reported to our sales rep that a broken g3 nail was observed during revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail kit was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within both bridges of the proximal lag screw hole. This misdrilling effect most likely weakened the bridges and caused a notching on the lateral side, that significantly increased the likeliness of the nail breakage. Misdrilling could occur in case the target device was damaged previously, instruments were not assembled correctly or bending forces were applied to the drill and / or target device. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was fully or partially broken, the posterior bridge followed very quickly. Heavy material deformations indicate that the patient walked with the broken nail for a longer period. It is likely that the set screw did not have any contact to the lag screw flute because the proximal nail part was already broken. Without set screw contact the lag screw is not secured and therefore it migrated laterally. The nail broke after an implantation period of 3 years and a non-union was detected. Non-unions increase the chance of implant breakages significantly and are listed as adverse effects in the IFU. The event is attributed to an intra-operative implant damage, contributed by patient conditions; a manufacturing related issue could be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Surgeon, reported to our sales rep that a broken g3 nail was observed during revision surgery.